Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm with maximum diameter of 59 mm. On (B)(6) 2014 a large type ii endoleak was identified. On the same day, the patient underwent percutaneous aaa sac embolization with a combination of onyx glue and coils to treat the type ii endoleak. The endoleak resolved, and the patient tolerated the procedure. On (B)(6) 2016 a recurrent type ii endoleak was identified, the aneurysm measured 62 x 63 mm on (B)(6) 2016 the type ii endoleak, described as complex, originating from the inferior mesenteric artery inflow to a more caudal posterior lumbar artery outflow, with competitive flow from superior mesenteric collateral arteries at the distal inferior mesenteric artery trunk, was addressed by means of a CT-guided aortic aneurysm embolization, coil embolization and onyx injection. The endoleak resolved. The patient tolerated the procedure. (The above information was captured in MFR report #2017233-2016-00603). On (B)(6) 2016, a persistent type ii endoleak was identified. The patient was converted to open repair. The patient tolerated the procedure.